Event description:
The surgeon placed the camino catheter (1104b) into the pt to monitor the (icp) intracranial pressure. The placement as well as the reading were fine it was noted by the nurse that the icp results and everything was fine. When she came back 30 minutes later, there was "check catheter connection" on the monitor. After checking all the connections and restarting the monitor she only noticed the integra logo on the monitor. She called the integra rep immediate and the rep and - the nurse went through the whole connection and restarted the monitor with her over the phone. This was not a trauma pt, therefore the pt was awake. It was thought that possibly the pt caused the error by moving. The catheter was removed and not revised as the pt's monitoring had completed.

Manufacturer narrative:
(B)(4).